Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The reporter contacted lfs on (B)(6) 2011 alleging inaccurate high readings on the patient's one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed by the patient. The reporter mentioned that on an unspecified date and time the patient tested their blood glucose and obtained allegedly a high reading. Approximately 3 hours later, the patient developed symptoms of feeling pale, weak, diarrhea, sweating, clammy, stopped breathing, "diaphoretic, and passed out. The reporter treated the patient with coke to elevate their blood glucose and contacted the paramedics. The reporter does not recall the reading on the paramedic's meter or what the patient's meter reading was at the time of the incident. The patient ran out of the subject test strips and did not have any more test strips. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, readings at the time of the event, readings on the ems's meter and what emt's treated the patient with and how soon after the patient regained consciousness. It would have also been helpful to know whether the patient was taken to the hospital and whether the patient's diabetes regimen was changed. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, the patient later developed symptoms suggestive of a serious injury and had to seek medical attention.